Event description:
Patient had a tot -obtape- placed by local physician in 2006. Represented to him with post-op vaginal discharge, and dyspareunia. Treated numerous times for bv. Referred to our institution six months later. Initial outpatient evaluation confirmed vaginal erosion/extrusion of synthetic tape at mid urethra. She was scheduled for surgery to excise the eroded sling. Patient then had gradual increase in right upper thigh pain and swelling. CT scan suggested hematoma in adductor muscles. Taken to our o.r. 2 months later. Had a normal cystoscopy. Remainder of eroded tape excised. Malodorous copious vaginal discharge appreciated from the right obturator tunnel. Inspection of right upper thigh showed a 10cm subcutaneous abscess which was incised and debrided. Admitted to hospital overnight. Treated with drain, antibiotics.